Event description:
It was reported that the pt femoral component and tibial component were malaligned. Dr (B)(6). Removed both components and replaced them with a triathlon ps #3 femur, universal baseplate size 3, and #3 22mm ts insert.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01749.